Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the bent mixing bar, pinch valve tubing and the roller pump to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for the ise (ion selective electrode) chemistries on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.